Event description:
The united states customer informed agilent application specialist that "a piece of equipment caught fire." Following up with the customer, it was noted the customer smelled fire, but did not see it. The sprinkler system activated, and emergency services responded to the scene confirming the sprinkler system has extinguished the fire. Agilent field service engineer (fse), provided pictures that indicate multiple instruments, and laboratory equipment, were damaged by the fire, water, and smoke. Following the fire marshal's investigation a report, nfirs-2, was provided at agilent's request. The report indicates that while the root cause of ignition, and factors contributing to ignition, are unknown; the workstation computer monitor, attached to the autostainer instrument, was determined to be "involved in ignition." It was confirmed there are no injuries reported as a result of the fire.

Manufacturer narrative:
This report does not constitute an admission, or a conclusion, by agilent, or its employees, that the device, agilent, or its employees caused or contributed to the event described in the report. Agilent will submit a supplemental report should additional relevant information become available.